Event description:
The customer reported that the insulin pump has a crack near the reservoir compartment. The customer also stated that she goes swimming with the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked case. The insulin pump also had a blank display due to a corroded electronic assembly.